Event description:
The customer reported that on (B)(6) 2022 the intellivue x3 patient monitor lost 10 minutes of data while the patient was in cardiac arrest and respiratory distress.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that on (B)(6) 2022 the intellivue x3 patient monitor lost 10 minutes of data while the patient was in cardiac arrest and respiratory distress.